Event description:
Healthcare professional (hcp) reports home pt (hp) went to hosp on 1/9/97 complaining off shortness of breath and chest pain after treatments on the homechoice device. Hp was hospitalized 9 days with pulmonary edema and dialyzed on hcp's homechoice device. Hp reportedly pulled off 17 liters of fluid in 12 hrs. Hp's device was swapped and no further problems were noted.